Event description:
Rptr complains of: neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, getting lost or confused, balance disturbances/vertigo/dizziness, organic brain syndrome, thyroid problems, "antibodies ovariest thyroid", raynaud's disease, frequent low grade fever, chronic diarrhea &/or constipation, hysterectomy, ovaries removed, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, chronic swollen lymph nodes/lymphadenopathy in groin, lymph nodes removed, 3 removed from both sides of groin, unexplained rashes, unexplained severe itching, numerous moles, freckles, etc, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/dropping things, misjudging distance/running into objects, and sicca. Also numbness, bilateral capsular contractures with closed capsulotomies, ruptured implants and numbness.